Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas alleging that the patient experienced a blood glucose of 3.1 mmol/l with confusion, and unsteadiness when standing or walking associated with an alleged inaccurate delivery issue. Reportedly, the patient discontinued pump therapy and was taken to the emergency room. The patient resumed pump therapy after the ER visit. During troubleshooting with customer technical support, it was alleged that the patient could not troubleshooting because they could not keep the pump powered on. It was alleged that there was a crack in the battery compartment. It was alleged that there was a change in nutrition, a change in physical activity level without adjustments to insulin regimen, there was a change in medication and there was a change in stress level. The patient was referred to their health care provider (hcp) for diabetes management. It was unknown whether or not the basal totals were matching up. This complaint is being reported because the pump could not be ruled out as a contributing factor.